Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: the suspect complaint product was received at medtronic¿s quality laboratory with the valve was received loaded in the capsule and the capsule partially opened. On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. Visual analysis showed the handle appeared intact. A small section of delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. The deployment knob appeared to retract and advance the capsule. The trigger could not move to either fully advanced or fully retracted positions. The tip-retrieval mechanism appeared intact but appeared to be stiff. The device was returned with the end cap/screw gear snap fit connected. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed along the length of the threading of the screw gear. A break of the spine was noted along the stability shaft. The spine was noted to be broken approx. Between 31- 33 cm to the distal side of the capsule. The reported event for dislodged could not be confirmed in the analysis. The reported event for difficult to recapture could be confirmed in the analysis. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were received for review. The review concluded that a good valve loading can¿t be confirmed based on the poor quality of the images. The valve was correctly evaluated too low during the first deployment. There are no images to comment on the unsuccessful valve recapture and the mechanism of failure can¿t be explained based on the fluoroscopic images. A second valve was correctly implanted. A spine break was observed in analysis. Historically, torquing or manipulation of the dcs against the spine wires by the user causes the spine wire to break. Spine wire break is consistent with the reported information that the dcs could only be closed to 50% and the capsule would not respond when the deployment knob was turned. When the spine wires break the force from the handle is not transmitted to the capsule. Analysis of the device also noted damage to the treading of the screw gear components on the handle of the dcs. This damage indicates increased forces in the system. High forces on the handle may cause the threading of the screw gear to become worn and damaged. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded successfully with no misload. During the first implant attempt, the vale dislodged from the annulus. While trying to recapture the valve, the delivery catheter system (dcs) could only be closed to 50%. The capsule would not respond when the deployment knob was turned. The implanter retracted the dcs into the descending aorta where the dcs was able to be completely closed with no further issues. The system was retrieved from the patient and a new valve was loaded onto a new dcs and was implanted successfully. It was reported that the patient had mild annular calcification. No adverse patient effects were reported.